Event description:
Boston scientific crm received information that the patient with this implantable cardioverter defibrillator (ICD) went to the hospital after receiving four shocks. When the ICD was interrogated, a fault code was observed and revealed that it was in fallback mode with limited therapy available. Boston scientific technical services (ts) was contacted for technical advice. No adverse patient effects were reported.

Event description:
At a later date, this ICD was successfully replaced. During the replacement procedure, the physician noted that the associated right ventricular defibrillation lead had several breaks in the insulation. This lead was capped and also replaced. No adverse patient effects were reported. The explanted device will be returned for immediate laboratory analysis.

Manufacturer narrative:
A ts representative inquired if the device had reached end of life (eol) but it was unknown. The battery voltage had appeared to be within normal range. The ts representative then advised that the device should be explanted and returned for analysis. A revision has been scheduled to replace the ICD. Once the ICD is explanted, it will be returned for laboratory analysis. No additional information is available. Once the ICD has been returned and analysis completed, this report will be updated.

Manufacturer narrative:
Once the ICD has been returned and analysis completed, this report will be updated.